Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP was emitting a strong burning or electrical fire odor during use. This awoke the patient on multiple occasions. The patient states this is not due to overfilling the humidifier since it remains below the max line. The device is placed on a stable, flat surface. The patient believes it is related to the FDA's electrical failure communication regarding the device complaints. The patient reports there was no evidence of smoke, melting, warping or voids/gaps in the enclosure. The device used ac power cord with the power adapter. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.